Event description:
It was reported to synthes: surgeon was using the modified trinkle drilling attachment for a total knee procedure. The attachment broke into pieces. It was reported there was no patient harm with another drill being used to complete the procedure with no delays.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The device was not returned, no conclusion was drawn.